Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Several follow up calls were made and the customer stated that he has been out of the country, which is the reason of not calling back. The customer stated that sometimes he was having issues with the sensor reading low if he rolls over and lay on the sensor, but as soon he noticed, he generally corrected. The customer mentioned that the weekend of (B)(6), 2014 was hospitalized due to having rotavirus, which caused issues with controlling his glucose level. The customer stated that his admission had nothing to do with insulin pump or sensor. No further information was provided.